Event description:
The nurse was called to the patient's room by the patient care tech. The hemovac drain had become disconnected at the connection site near bulb and leaking drainage in patient's bed. Drain was reconnected without problem or further leaking. Nothing occurred that caused or contributed to the device breaking. This is the second recent occurrence. Two different occurrences happened involving two different patients. Unfortunately, both devices were discarded. Other unit managers that have patients with this device in use have not had this experience with this device.